Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery. After predilating the lesion using a non bsc balloon catheter, an unspecified size liberte stent was deployed. Then a 8mm x 5.00mm nc quantum apex balloon catheter was advanced for post- dilation of the recently deployed liberte stent. The balloon was inflated however it ruptured at an unspecified atmosphere. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box. The batch number on the packaging and device matched the reported batch. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery. After predilating the lesion using a non bsc balloon catheter, an unspecified size liberte stent was deployed. Then a 8mm x 5.00mm nc quantum apex¿ balloon catheter was advanced for post- dilation of the recently deployed liberte stent. The balloon was inflated however it ruptured at an unspecified atmosphere. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.